Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer changed their infusion set site, cartridge, insulin and infusion set tubing multiple times but the occlusion alarms continued to occur. The customer experienced a blood glucose (bg) level over 600 mg/dl and large levels of ketones described to be life threatening/dangerous. The customer attempted to lower their bg levels by delivering correction boluses and also administered a manual injection. The customer went to emergency room and was later admitted to the hospital due to the high bg and ketone levels. While in the hospital, the customer received treatment in the form of fluids and manual injections of insulin. A pump system check was performed and insulin was not observed exiting the infusion set tubing. An air bubble was observed in the infusion set. The customer attempted to prime out the air bubble but the air bubble remained in the tubing. The customer changed their infusion set tubing and observed insulin exiting the infusion set tubing.